Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead was seen for a 1-week post-operative device check. The ra lead exhibited increased pacing thresholds at 5.0v in bipolar and 4.5v in unipolar. Appropriate sensing was observed. The pacemaker was reprogrammed to vdd mode and the patient was to return for a lead revision procedure at a later date. No adverse patient effects were reported. Additional information was received. This ra lead was explanted and replaced about two months later. An x-ray had confirmed the lead was dislodged. No additional adverse patient effects were reported.